Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00791. It was reported that balloon rupture occurred. The target lesion was located in a fistula. An 8.0x80, 75cm gladiator¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 14 atmospheres, the balloon ruptured. The device was removed and another 8.0x80, 75cm gladiator&#10242;alloon catheter was then advanced. When the balloon was inflated at 14 atmospheres, the balloon also ruptured. The device was removed. No patient complications were reported.